Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. No power loss alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not powering on. The customer¿s blood glucose levels was unknown. The customer was assisted with troubleshooting for damage. The customer also reported that the battery compartment was cracked. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.